Event description:
While attempting to treat a pt (age & gender unknown) the device failed to charge the selected energy and displayed a "pacer fault 117" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.